Event description:
Customer reported that she went into the pool while wearing the insulin pump. The blood glucose reading was 152 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that moisture damage found on the keypad traces. No moisture damage found on the electronic or motor assembly. The device had broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.